Event description:
During a compliance field visit on (B)(6) 2011 a review of a humeral nail occurred. Consultant was informed by compliance to report the incident to the complaint handling unit on (B)(6)-2011. The humeral nail was removed (B)(6)-2011 for patient continued post operative pain.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.